Manufacturer narrative:
Additional information was received, specifically the product returned was received. D6 fields were updated accordingly. The investigation is underway. H6 investigation type, findings and conclusion coding was updated.

Manufacturer narrative:
During the implant, at the time of resetting, the device did not allow it to be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During the rp implant procedure, the team encountered an issue with the pressor sensor, preventing them from achieving zero. Support continued with no harm to the patient.

Manufacturer narrative:
Updated information: g1 MFR contact fax number added. Additional information was provided which states when the issue with the pressure sensor occurred, they used the swan-ganz to get adequate information.